Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for three days due to high blood glucose of 500mg/dl, and she was treated with manual injections. Troubleshooting was performed. The caller mentioned that the insulin pump alarmed no delivery. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. No further information was provided.